Event description:
It was reported by repair work order that the left load wheel mount was cracked which could affect loading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.